Event description:
During preparation resistance was encountered while the catheter was being flushed and it was found that the catheter leaked. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not find any anomalies. The hub and distal section of the catheter was inspected under a ram optical system and no anomalies were noted. A 0.0158¿ mandrel was introduced through the catheter hub and advanced out the distal without any difficulties. The catheter was flushed with water without any difficulties and no leaks found during leakage testing. The device met all manufacturing specifications. Based on the performed device inspection, the reported events of catheter shaft leak and difficulties to flush the device were not confirmed. There were no anomalies found. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event.manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During preparation resistance was encountered while the catheter was being flushed and it was found that the catheter leaked. There was no patient involvement.